Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices: base station device. D1, d4, g1, g4 (510k), h4: this report is for an unknown robotic assisted saw interface device. Part and lot number are unknown. Without the specific part number, the expiration date, UDI number, 510-k number, manufacturing site name, and device manufacture date are unknown. H4: the device date of manufacture is unknown at this time.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, it was observed that the surgical team had been having issues with the unk-velys-sasi coming unclasped at the robot during cases. It was reported that the surgeon was inadvertently hitting the clasp during surgery which causes the clamp to open, giving them a critical error on the robotic assisted base station device. It was reported that they are taping the clamp down currently to help mitigate future occurrences. The procedure was completed manually. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the unk-velys-sasi was not returned. However, an investigation was conducted and it showed that on intake, it was confirmed that the user accidentally unlatched sasi during resection, which lead to an application-terminating error. Engineering has determined this instance as having similar conditions to a previously-investigated application-terminating error related to the unclasping of the sasi where it connects to the planar articulator. Based on the provided confirmation that the clasp was accidentally unlatched, the most probable error that occurred was a saw3 xxx318. Based on the investigation findings, the root cause can be tied to use error due to the accidental unlatching of the sasi, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. The assignable root cause was determined to be due to the user.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: additional information b3, b5: during subsequent follow-up with the customer, additional information was obtained. The reporter stated that the event date was 02/05/2025. Surgeon hit sassi with his hand and triggered a failure to proceed with case. The sassi reference number is unknown.